Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global wing catheter is defective. The following information was provided by the initial reporter, translated from italian to english: incident description: emergency situation in an emergency room: paediatric patient severely burnt, several attempts at venous cannulation with the device were performed by experienced health personnel (paediatrician, doctor anaesthetist, neonatologist, paediatric nurse) were unsuccessful. The reasons were: a. Difficulties in the skin transition. B. Plastic sheath of the needle permanently in the vein curls or has a break in continuity. C. The end opposite the needle, i.e. The piece to be extracted is too long and too heavy, alters the balance and grip channelling, making it unsuitable for the ends hand and foot. D. High resistance to blood flow within plastic lumen probably due to the fact that the lumen in tip has a diameter ni are: greater than the lumen of the base. Device availability: yes. Place availability: the device is not available. Are available in uo ps pieces from the same batch. Any other information the reporter wishes to provide to the ministry of health: health personnel have complained extensively about the catheter in question as there have already been incidents of difficulty in cannulation in paediatric patients. Actions taken: the venous vessel could not be found and an intraosseous infusion had to be applied, which has more complex risks and management than cannulation of a peripheral vessel both the short and long term.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382912 and lot number 2279392. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.